Event description:
Healthcare professional reported "deflation". "Any creases", "leak with pressure on valve" and "leak with pressure at valve" were observed during surgery. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on april 27, 2026, with lot number 2025072. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed crack in the diaphragm valve through microscopic inspection assessed as cracked valve seat diaphragm valve. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device remains implanted.